Manufacturer narrative:
The pump was received with no button response due to dog chew marks on the keypad traces. Unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked case at the reservoir tube window corner, a cracked display window, torn keypad overlay and dog chew marks on the case.

Event description:
The customer reported via phone call that the insulin pump had been chewed up by a dog at the keypad where the scrolling buttons were located. The customer's blood glucose was 184 mg/dl. The customer stated that the insulin pump sustained cosmetic damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.